Event description:
Hosp cath lab staff report that during a pt transport the device lost power. A back up device was obtained and care to the pt was continued. The reporter stated there were no adverse effects to the pt as a result of device operation.